Event description:
It was reported that the patient presented in clinic for device check on (B)(6) 2018. Loss of capture and high threshold were noticed on the right ventricular lead. Micro-dislodgement and partial insulation break were suspected. The lead appeared to have been quite tangled and kinked. The lead was explanted and replaced. The patient was stable before and after the procedure.

Manufacturer narrative:
A complete lead was returned in one piece measuring 58.5 cm. Analysis was normal. No anomalies were found.